Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2014. The explanted generator was received for analysis. The returned product form indicated that the generator was replaced prophylactically. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the vns patient's generator had migrated and was protruding from the left chest following recent weight loss. The patient was referred for surgery but no known surgical interventions have occurred to date. It was noted that the patient was having an altered perception of stimulation from her device reportedly due to weight loss. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis for the explanted generator was completed. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications and no anomalies found with the pulse generator.